Manufacturer narrative:
The device eval is in progress. A follow up report will be submitted upon completion of eval. Haemonetics (B)(4).

Event description:
Haemonetics received a report on (B)(6) 2013 for an orthopat machine "waste bag filled with blood." No report of patient or operator injury.